Event description:
The cauterizing cord which plugs into the device sparked followed by a small flame which severed the cord. The flame was immediately extinguished by or personnel; there was no harm to the pt or staff.